Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pericardial effusion was observed. The right atrial (ra) and right ventricular (rv) leads were explanted due to the pericardial effusion. The physician was unsure of the source of the effusion. It was unknown which lead may have caused the effusion or if the effusion was caused by a lead. It was also noted that one of the leads was damaged during removal. A single chamber pacemaker was placed and connected to the patient's one remaining lead. There were no changes to lead parameters or the patient's vital signs post-lead removal. No further patient complications have been reported as a result of this event. It was further reported that the rv lead was the damaged lead.

Event description:
It was reported that a pericardial effusion was observed. The right atrial (ra) and right ventricular (rv) leads were explanted due to the pericardial effusion. The physician was unsure of the source of the effusion. It was unknown which lead may have caused the effusion or if the effusion was caused by a lead. It was also noted that one of the leads was damaged during removal. A single chamber pacemaker was placed and connected to the patient's one remaining lead. There were no changes to lead parameters or the patient's vital signs post-lead removal. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.